Event description:
Add'l info received 10/07/99: after an investigation, the suspect medical device was not manufactured by utah medical products or columbia medical. The vacuum and vacuum cup in question is made by prism enterprises, inc., mightyvac vacuum and vacuum cup pn#007m.